Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, f10 (device code) h11: corrected data: corrected section h10 (additional manufacturer narrative) host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years.  The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined with the available information. However, there are no indications of a manufacturing defect. The explanted device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through implant patient registry that a 27mm 7300tfxj mitral valve was explanted after a duration of approximately one (1) year and two (2) months due to pannus tissue and infective endocarditis. The patient was admitted to the hospital due to a fever, and positive result was of infective endocarditis was confirmed from one set of the blood culture.  On echo, vegetation-like material was observed near the sewing ring of the anterior leaflet of this valve. The surgeon suspected the possible prosthetic valve endocarditis, and re-do surgery was planned. A smaller size same model 25mm 7300tfxj mitral valve was implanted in replacement. Upon explanting the 27mm valve, vegetation-like material looked like a granulation tissue, and not an infective vegetation. The vegetation-like material was found to be pannus, which contains fibrin through a pathological examination, and not a bacterial mass. Although the surgeon had suspected that the cause of this event was due to prosthetic valve endocarditis, it was not prosthetic valve endocarditis, and was due to pannus and infective endocarditis. Type and source of infection were not reported. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
UDI #: (B)(4). Additional manufacturer narrative: attempt to obtain additional information has been made. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The subject device was not returned for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information through implant patient registry that a 27mm 7300tfxj mitral valve was explanted after a duration of approximately one (1) year and two (2) months due to possible prosthetic valve endocarditis. The patient was admitted to the hospital due to a fever, and positive result was confirmed from one set of the blood culture.  On echo, vegetation-like material was observed near the sewing ring of the anterior leaflet of this valve, and re-do surgery was planned. A smaller size same model 25mm 7300tfxj mitral valve was implanted in replacement. Upon explanting the 27mm valve, the vegetation-like material looked like a granulation tissue, not an infective vegetation. The vegetation-like material was found to be inflammatory cell, which contains fibrin through a pathological examination, and not a bacterial mass. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: corrected section h6 (conclusions code).